Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl: right, reason(s) for revision: pain, date of death: (B)(6) 2017. Reported cause of death: unknown. We are not legally authorized to request the cause of death nor do we have a power of attorney, which would allow us to request reason for death. Update 8/15/2017 available information reviewed for MDR reportability. Given the current information, there is no reason to conclude that the products reported contributed to patient's death. Complaint updated on: 9/13/2017

Manufacturer narrative:
Asr revision. Asr xl: right. Reason(s) for revision: pain. Date of death: (B)(6) 2017. Reported cause of death: unknown. We are not legally authorized to request the cause of death nor do we have a power of attorney, which would allow us to request reason for death. Update 8/15/2017 available information reviewed for MDR reportability. Given the current information, there is no reason to conclude that the products reported contributed to patient's death. Complaint updated on: 9/13/2017. Revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.